Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported the vent backup battery and the external battery are not functioning. The vent will not work without the batteries working. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
G4: 09jul2020 b4: (B)(6)2020 the ventilator's power supply was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply revealed no evidence of damage and contamination. The power supply was installed into the failure investigation (fi) test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned power supply did not pass testing. The ventilator shut down when alternating current (power from the power supply) was applied. Further testing determined voltage was dropping below the threshold voltage of 8.5 volts, and the "c56" capacitor signal was dropping to 7.11volts. The failure of the capacitor "c56" of the power supply prevented the ventilator from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27mar2020. B4: 14apr2020. There was no patient involvement and no allegation of harm associated with this report. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse also heard clicking from the power supply, as well as bus voltage moving between 29 and 21 volts. The fse replaced the backup battery to address and correct this reported condition. The fse also replaced the power supply to address the volt variance and clicking. The device then passed all specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.